Event description:
Per the surgeon's report, this pt's incision site never closed after cochlear implantation. Three revision surgeries were performed (dates unk) in an effort to close the incision. The surgeon explanted the device in 2006 and implanted a new device on the contralateral side.